Event description:
A customer in (B)(6) notified biom¿rieux of a potential contamination issue associated with their emag¿ instrument (ref# 418591, serial # (B)(4)). The customer said that in several instances they had obtained discrepant positive results. The customer mentioned that parallel tests were performed and stated that no wrong results were reported to a physician nor delay in reporting the results occurred as a consequence of the described issue. There is no indication or report from the laboratory that a discrepant result led to any adverse event related to a patient's state of health. No further details were provided by the customer regarding the number of discrepant positive results obtained nor the type of alternate test performed. A local fse (field service engineer) was at customer site and observed a leak from a dispensing needle. The fse fixed the tubing and adjusted the pipettor settings. In addition, the customer changed the post amplification method with covering plates: they switched to manual sealing foil. The customer states that no further discrepant positive results were obtained since the time the pipettor was adjusted and the post amplification method changed. A biom¿rieux internal investigation has been initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in poland regarding a potential contamination issue associated with their emag® instrument (ref. 418591, serial number im03141). The customer said in several instances they had obtained discrepant positive results, and also observed a leak from the bulk dispensing needle. A local field service engineer (fse) was sent to the customer site to perform troubleshooting to find the root cause of the contamination. Fse checked the following: pipetor vs sample vessel alignment : no problem detected; dispensing needle alignment : no problem detected; orings on aspirating needles : big crystallization visible so the orings were changed. The leakage from the bulk dispensing needle was not confirmed by fse during their visit. Moreover, a leakage of dispense needles cannot be the root cause of any contamination as this part of the system only dispenses clean extraction buffer. The customer¿s emag pipetor and the orings crystallization was also ruled out as a root cause of the contamination. The troubleshooting the customer performed onsite showed the root cause of the contamination was due to an issue with pcr plate sealing (no link to emag system). After the customer changed post amplification method with covering plates, there were no further problems. In conclusion, the contamination problem observed by the customer wasn¿t connected to the emag® instrument but was due to environmental contamination by amplicons.